Event description:
It was reported a 8100 experienced error code 242.4030. There was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of: error code 242.4030 on 8100 unit. Technical support - 1. Tech has error code 242.4030 on 8100 unit 2. Which is a motor stall on unit, will have to first replace the ail sensor, next can be the motor controller then logic board if all fails next unit has to come in for services repair, product type ¿ 8100 versions affected ¿ all symptoms/system effect: ¿ 8100 module exhibiting a 242.4030 error. Steps to solve (internal) solution/workaround summary: ¿ to correct a 242.4030 error on an 8100 module suggested messaging: ¿ does this error come on when you open the 8100 door? High level steps/procedure: 1. Ensure that the motor connector is securely connected. 2. Replace the ail assembly (the motor encoder is part of this assembly). 3. Replace the motor controller board. 4. Replace the logic board. 5. Return to factory for repair. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported a 8100 experienced error code 242.4030. There was no patient involvement.